Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this special clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul large diameter head 48n on the left side on an unknown date. After a routine x-ray investigation, osteolysis was reported. Revision surgery is planned for an unknown date.